Event description:
The physician was performing a coil embolization using stent support. The guide wire was placed at the distal branches of the right middle cerebral artery (mca) and positioned across the aneurysm neck. It was noted that the radiopaque markers were not visible. The physician reportedly continued to proceed with stent deployment, however, when the physician went to unsheathe the stent it was missing. It was reported "we moved to review the guide catheter and vessels and found that the stent was indivertibly deployed in the internal carotid artery". The procedure was aborted, and the pt is aphasic with a glasgow coma scale of 12. No further info has been disclosed at this time.